Event description:
Complainant alleged that while attempting to defibrillate a pt, the device was charged to 200 joules, but discharged at 11 joules and displayed an "open air discharge" message. The clinicians then checked the electrodes for proper application and again charged the device to 200 joules with the same result. The clinicians then changed the electrodes, and charged to 200 joules, this time the unit discharged 10 joules. The clinicians were able to obtain another defibrillator to treat the pt. The electrodes are unavailable for eval, as they were disposed of subsequent to the event. The complainant indicated that there was no adverse effect to the pt a as result of the reported malfunction.